Manufacturer narrative:
Exp date - instrument is non sterile. UDI# - (B)(4). Report source - (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the product was returned. Visual evaluation of the returned instrument shows nicks and signs of use. However, the instrument appears to operate as intended, all components work freely with ease. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the instrument/provisional use, care, and sterilization package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The insert also instructs to check the action of moving parts (such as hinges and box locks) to ensure smooth operation throughout the intended range of motion prior to use. However, the returned device functioned as intended and operated freely. Therefore, there is no failure detected. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the that instrument does not hold at the prosthesis. No adverse events have been reported as a result of the malfunction. There is no additional information at this time.